Event description:
Caller reported damage to the pump housing specifically around the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. Technical support decided to replace the pump under warranty. The customer was guided on how to put the pump into storage mode before returning it and was instructed to send the problematic pump back using a pre-paid label within ten days. The customer will continue using the current pump until the replacement arrives.